Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported low resistance and over drainage of a certas plus valve. The valve was at setting 6 and the patient experienced a total collapse of the ventricles. The setting was changed to 7, then 8 and the ventricles opened; however, there was no drainage and the setting was lowered to 7 and 6 with no response. The setting was lowered to 5 with a total collapse of ventricles again and over drainage. A revision surgery is scheduled.

Manufacturer narrative:
UDI: no anomalies. Failure analysis: the valve was visually inspected; no defects were noted. The valve passed the tests for programming, occlusion, leaks, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The root cause for the issue reported by the customer was probably due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no too low resistance with over drainage of csf was noted.

Event description:
N/a.